Event description:
Caller reported their pump screen was dark and would not turn on. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was sent to the customer.